Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 3. There were no leaks found. The baxter technical services representative had the hp disconnect and end therapy, and the hp would notify his nurse. Baxter product surveillance contacted the home patient on (B)(6) 2011. He stated that he started over with new supplies that night and therapy went well. He did not notice anything unusual about his supplies and did not see air in the lines. The patient was going to tell his nurse about the incident next time he saw her, but therapy had been going well since. There were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.